Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced no flow during infusion. The device was filed with 44 ml fluorouracil and 51 ml 0.9% nacl (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 13j047 was manufactured between september 18, 2013 and september 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one actual sample and seven companion samples were received at the plant for evaluation. The actual unit contained approximately 70ml of fluid in its bladder. No defect was observed during visual inspection. Evidence of flow was visually observed from the actual unit upon sample receipt. A functional test was performed on the seven companion units by filling their bladder with water. After fill, evidence of flow was visually observed from the seven companion units. All the samples were found working within specification. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.